Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient recovered without sequela.

Event description:
Additional information received reported that the pump was replaced and would be returned for analysis.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attempted a bolus with their personal therapy manager (ptm), and it showed an error code of 8476. The patient was able to give herself a successful bolus earlier in the day; however, now they reported hearing an alarm. The patient was nervous and feeling an increase in pain. On the date of the report, the patient had an appointment for a spinal cord stimulator (scs) trial. Following the trial, she attempted a bolus and noted the 8476 error code. The reporter was not able to identify any electromagnetic interference (emi) sources, and no magnetic resonance imaging (MRI) was performed. The patient spoke with their healthcare provider (hcp) and was instructed to take oral percocet until they saw the hcp on (B)(6) 2015. The pump recovered on (B)(6) 2015, and the patient was able to give herself a bolus. Then the pump stalled again on the evening of (B)(6) 2015 and recovered. The physician was reportedly going to replace it soon. The patient was seen on (B)(6) 2015, and the pump was still recovered as of that date. The pump system was being used to infuse fentanyl. No interventions or outcome were reported regarding this is event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This information was previously reported under manufacturer report # 3004209178-2015-04912; however, additional review determined that the information previously reported under that report pertains to this report. Additional information regarding that event will be reported under this manufacturer report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6)2015. It was reported that a motor stall had been confirmed. The pump had been stalling intermittently since (B)(6)2015 up to the day of the report on (B)(6)2015. When the pump was interrogated on (B)(6)2015 it was stalled. The patient reported an increase in pain within the hour of the pump stalling. The pump was delivering fentanyl [3000 mcg/ml] at a dose of 1150 mcg/day. Additional information was received from a manufacturer's representative on (B)(6)2015. The patient was doing okay since the pump replacement as of (B)(6)2015. The manufacturer's representative had not heard anything from the patient or the doctor¿s office as of (B)(6)2015. Additional information was received from a consumer on 2017-nov-07. It was reported that the pump had ¿messed up¿ and clarified that the pump ¿stopped giving medication¿ due to ¿something with the motor¿ in (B)(6)2015. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).